Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip assembly was detached from the bushing, but still attached to the control wire via the tension breaker and yoke. The prongs were not locked into the capsule and could not be opened but the clip assembly could be deployed, and two clicks were heard. A kink in the control wire was also noted and the over sheath assembly was not returned with the device. This failure showed no evidence of the alleged issues or any defect which could have contributed to the event. Hence, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an esophagogastroduodenoscopy (egd)) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was successfully released from the catheter. However, the clip opened, fell off into the patient in an open state and was left to pass naturally. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an esophagogastroduodenoscopy (egd)) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was successfully released from the catheter. However, the clip opened, fell off into the patient in an open state and was left to pass naturally. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.